Manufacturer narrative:
This report is being submitted as follow up no. 1 to provide the completed investigation results. The evaluation of the actual device could not be conducted due to the device not being returned. With no device return, the exact cause of the reported event cannot be definitively determined based on the available information.

Manufacturer narrative:
Implanted date: device was not implanted. Explanted date: device was not explanted. The actual device was not returned for evaluation. The investigation is currently ongoing. A follow up report will be submitted once the investigation is complete. A review of the device history record of the product code/lot# combination was conducted with no findings. [Mw5090507].

Event description:
Terumo medical received an FDA medwatch report # mw5090507. The event description states: "that the during vascular procedure, the tip of the wire broke. This was seen by fluoroscopy in the right superficial femoral artery (sfa). They attempted to snare however was unable to do so. The cover stent deployed to stabilized piece of wire against wall of vessel. Guidewire 0.021"/0.53 mm nitinol, sheath length - 10 cm, needle size 21g taper."